Manufacturer narrative:
The pump was received with a blank display and battery tube heating up due a bent battery tube spring shorting out to the positive side of the battery tube. Unable to perform the displacement test due to the blank display. The pump also had a cracked reservoir tube lip, cracked battery tube threads, cracked case the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It is reported that a customer states that their insulin pump is getting really hot and is boiling the battery. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.